Manufacturer narrative:
H3. Product analysis: ¿ equipment used: video inspection system (m-85519), camera (panasonic lumix dmc-zs5); ruler (m-83361) ¿ as found condition: the pipeline flex shield was returned inside the outer carton, biohazard bag, and shipping box. ¿ visual inspection/damage location details: the distal and proximal dps restraints were intact. The dps sleeves were found intact with no signs of damage. The distal hypotube and ptfe shrink tubing were intact, with no signs of elongation. The braid's distal end was not open and frayed. The proximal end of the braid was opened and frayed. No bends were found with the pushwire. No defects were found with the tip coil, distal marker, re-sheathing marker, re-sheathing pad, or proximal bumper. No other anomalies were observed. ¿ conclusion: based on the returned device, the customer complaint was confirmed to have a failure to open at the distal end, as the braid's distal end was not open and frayed. However, the customer report "failure open at the proximal end" was not confirmed, as the proximal end of the braid was found to be open and frayed. The cause of the failure to open could not be determined. Possible causes of failure to open include vessel tortuosity, a damaged braid, or deployment of the braid in the vessel bend. The customer indicated that vessel tortuosity was moderate and the braid was not positioned in the vessel bend, eliminating these as potential causes. It is possible that damage to the braid contributed to the issue of failure to open. The braid can become damaged due to resheathing more than 2 times, over-manipulation, deployment technique, delivering/retracting delivery wire against resistance, or deploying/resheathing the braid against resistance. However, the cause of the braid damage could not be determined. H6. Coding updated based on analysis findings. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
B5 updated with additional information received. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received reported additional information received reported there was no resistance during delivery of the pipeline. The cause of the failure to open was not determined.

Event description:
Medtronic received information regarding a pipeline flex with shield (ped2) which failed to open at the distal and proximal ends. The patient was undergoing a procedure for flow diverter treatment of an internal carotid artery (ica) clinoid segment unruptured 4.7mm dissection after a traumatic injury. The distal landing zone was 7mm; the proximal landing zone was 9mm. Patient's vessel tortuosity was moderate. It was reported that the ped2 and all accessory devices were prepared as indicated in the instructions for use (IFU). The doctor was unsure if the use was per labeling/IFU as the device was being used to treat a traumatic dissection and not an aneurysm and it is confirmed that the use is off-label. Per the pipeline flex with shield IFU: "the pipeline¿ flex embolization device with shield technology¿ is intended for endovascular embolization of cerebral aneurysms." The stent did not open at the distal end, opened through the middle segment, but the proximal end did not open either. It was noted that the ped2 was not positioned in a bend. The pipeline was resheathed and deployed more than 2 times (one time 25% deployed, 1 time 60% deployed and another time more than 50%). No other steps or devices were used to open the pipeline. The pipeline was resheathed and removed with the microcatheter. A pipeline 4.75 x30 device was then used and successfully implanted. There was no harm or injury to the patient associated with this event. Ancillary devices: phenom 27 microcatheter.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.